Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use a resolute onyx drug eluting stent to treat a moderately tortuous and severely calcified lesion. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. (B)(6) prep was not performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent dislodgement occurred during positioning of the stent in the lesion. Another stent was used to crush the dislodged stent to the vessel wall. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.